Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula length is uneven with a bd threaded lock cannula. This occurred on 4 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the length of the cannulas are uneven.

Manufacturer narrative:
H.6. Investigation summary received 4 opened units, one from cavity 2 and 3 from cavity 43. In addition, 5 photos were received from the customer: photo 1: all 4 units, photo 2: 3 units from cavity 43, photo 3: cavity number, photo 4: 1 unit from cavity 2, and photo 5: cavity number. A short pin was observed in the returned units and customer photos. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The most probable root cause is an overheated core pin, which was possibly caused by a temporary blockage of a cooling flow. This condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. Investigation revealed that this mold runs infrequently. The most recent productions of this batch occurred in january 2020 and june of 2018. The investigation concluded that this unit was molded in sub lot 8156644. All quality checks for that lot were performed per established quality controls and passed, therefore there is no reason to suspect that cooling of the pin was interrupted for a long time. Retain samples for this lot were no longer available but retain samples from the lot molded in january 2020 were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, such as a temporary blockage of a cooling flow. Customer complaint trends are evaluated on a monthly basis and currently do not indicate the need for a formal corrective action. However, a notification of awareness has been sent to the manufacturing department. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the cannula length is uneven with a bd threaded lock cannula. This occurred on 4 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the length of the cannulas are uneven.